Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an alert 38 motor stall during a meal announcement for coffee and creamer, after which the announcement stopped and the device required multiple restart attempts; the user performed guided troubleshooting including menu-based restart, mobile sync, and later transitioned to alternative insulin therapy. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued insulin management using an alternative method until replacement. Investigation included customer technical troubleshooting and collection of device history details. Investigation of this case revealed a suspected pump motor stall consistent with an internal mechanical malfunction during delivery. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.